Event description:
It was reported that the user experienced rapid battery depletion on the ilet pump, requiring approximately 45 minutes of charging per day, with charge decreasing from 89 percent to 20 percent in less than a day. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or need for medical care. Investigation included customer interview and troubleshooting. Investigation of this case revealed evidence consistent with a suspected battery performance issue. It was concluded that the device exhibited a suspected battery malfunction and a replacement was pursued.